Event description:
Keyboard issue reported. Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided therefore its review could not be performed. The reported device was not sent back to (B)(6) for investigation but repairs was performed by local service team. A video was provided and showed that several keys were not functional therefore the keypad was replaced. However the defective part was not sent back for further investigation and the video does not provide sufficient evidences to confirm the origin of the defect, therefore the root cause remains unknown. An internal CAPA was initiated for defective keypad issue (non functional key) on the (B)(6) range. Note: reported device was manufactured before corrective actions have been implemented in march 2020. In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.